Manufacturer narrative:
Customer was provided with a loaner unit, while the wireless transceiver is being returned to the company's repair center for further eval.

Event description:
Customer reported an issue with panorama central station's wireless transceiver and server, which may have affected telemetry monitoring. No pt injury was reported.